Manufacturer narrative:
An investigation has been completed based on the customer's allegation. Merge healthcare determined that there was a deficiency in the software and this confirmed the customer's allegation. Depending on the lis user's actions, when adding medications to an accession, there may be inconsistencies on the patient's report. Modifications to the software are being scheduled into the next release of lis. Additionally, a historical analysis of customer complaints indicates that this is an isolated issue.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting & trending of patient lab results. On (B)(6) 2016, a customer reported to support, that a medication that was not listed in the order entry list of active medications, was appearing on the patient report. Additionally, there were 7 different medications listed as active in order entry and 2 of the medications were appearing on the patient report. Five medications were missing from the patient report. Additionally, one of the two active meds was incorrectly re-reported as "detected but no corresponding prescription reported" on the summary of findings report. No indication that the issue as reported by the customer resulted in a death or serious injury. Inaccurate lab results reported or associated with a patient could potentially lead to an incorrect diagnostic evaluation resulting in unnecessary or inappropriate treatment. (B)(4).

Manufacturer narrative:
Merge healthcare corrected an lis software deficiency in which medications appearing on the patient report were not displayed within the order entry module for the patient. The issue occurs when editing/adding a medication to patient/accession. When the medication is added to the patient , the software tries to retrieve the key, but the key is retrieved incorrectly, causing the medication to be added to the accession with the incorrect key. This results in incorrect medications to be added, and other medications to be omitted from the report. Defect was fixed by properly storing the medications associated to the patient and the accession. The deficiency was corrected in merge lis software version 4.1.5 released (B)(6), 2016. Merge corrected the affected report on (B)(6) 2016 and a querey was generated to correct any other reports this may have affected. Customer was upgraded to lis fixed version 4.1.5 on (B)(6), 2016. Revised information contained in this supplement report includes the following: d3: updated manufacturer contact name. G1-2: updated office contact name. G4: date new information received by manufacturer (corrected software release date). G7: indication that this is follow-up report 001. H1: indicated that type of reportable event is a malfunction. H2: indication that the follow-up type is additional information. H10: indication that additional manufacturer information is contained in this follow-up report.